Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device for longer than 48 hours. The patient experienced symptoms of hyperglycemia, diabetic ketoacidosis (dka), vomiting and an abscess at the pod insertion site. The patients reported blood glucose level was over 500 mg/dl. Once at the hospital the patient was diagnosed with diabetic ketoacidosis (dka) and an infection. The patient had surgery on their arm. The patient was prescribed bactrim to be taken for 7 days. The patient was released from the hospital after 3 days.